Event description:
It was reported that there was a lead warning due to a polarity switch and the unipolar impedance was greater than the bipolar impedance. The device was reprogrammed to a ventricular-only pacing mode and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.